Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a shaft fracture occurred. The physician placed a taxus express2 4.5x20mm drug eluting stent to the 95% stenosed lesion located in the mildly calcified, moderately tortuous, proximal right coronary artery (rca). The lesion was pre-dilated using a non bsc 2.5x15mm balloon. When releasing the stent, the physician noted that the shaft of the stent delivery sys was broken. The catheter was exchanged and the procedure was completed using another taxus stent, same size. No pt injuries or complications were reported. Pt status post procedure is noted as "ok".

Manufacturer narrative:
.